Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone coating of the jaw was soft, flabby and deformed. Continued to use initial device as it was almost at the end of the procedure. One branch transection was done with the device. The device was checked several days after, but the shape of the jaw had got back to its original state and unable to confirm the deformation. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A photographic inspection was conducted. The silicone insulation was observed to be intact. Char and tissue was observed on the jaws. The heater was observed to be flexed. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Char and tissue were observed on the jaws. The silicone insulation was observed to be intact with no defects. The heater wire was observed to be flexed away on the hot jaw. The heater wire remained attached at the tip and based of the hot jaw. Based on the returned condition of the device the reported complaint was not confirmed for ¿peeled jaw¿ but was confirmed for the analyzed failure mode "material twisted; bent; wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone coating of the jaw was soft, flabby and deformed. Continued to use initial device as it was almost at the end of the procedure. One branch transection was done with the device. The device was checked several days after, but the shape of the jaw had got back to its original state and unable to confirm the deformation. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A photographic inspection was conducted. The silicone insulation was observed to be intact. Char and tissue was observed on the jaws. The heater was observed to be flexed. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Char and tissue were observed on the jaws. The silicone insulation was observed to be intact with no defects. The heater wire was observed to be flexed away on the hot jaw. The heater wire remained attached at the tip and based of the hot jaw. Based on the returned condition of the device the reported complaint was not confirmed for ¿peeled jaw¿ but was confirmed for the analyzed failure mode "material twisted; bent; wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone coating of the jaw was soft, flabby and deformed. Continued to use initial device as it was almost at the end of the procedure. One branch transection was done with the device. The device was checked several days after, but the shape of the jaw had got back to its original state and unable to confirm the deformation. The hospital did not report any patient effects.